Event description:
It was reported that the nurse was walking next to the bed when her foot was caught in a sling loop which was lying on the floor. This caused the employee to trip and fell. The cargiver sustained a clavical fracture.